Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3a endoleak with complete component separation, a stent collapse, and aneurysm sac growth. There was also evidence to support intra-stent mural thrombus, there are no reports of the thrombus causing issues with the implanted devices. The clinical evaluation additionally found the following potential contributing factors to the reported event; antiplatelet therapy and non-treatment of a near complete component separation. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow up, the physician noted a graft separation creating a type 3a endoleak which required re-intervention. The physician elected to re-line by implanting one suprarenal and two infrarenal aortic extensions and the patient is in fair condition.